Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a normal use, the device had a cuff inflation/deflation issue. Customer reported that there was patient injury.